Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% restenosed, 18mm by 2.4mm, eccentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Following predilation with a 2.5/20 maverick balloon catheter, a 2.50x20mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and it was noticed that the the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.